Manufacturer narrative:
During inspection and testing, the reported issue was found to be caused by a failure of the image pickup unit that was damaged due to external factors. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was shipped according to the specifications. Based on the results of the legal manufacturer's investigation, it is likely the image issue was caused by failure of the image sensor unit, failure of a board inside the video connector, or a problem on the system side. However, a definitive root cause of the reported issue could not be identified. In addition, the bending section cover was scratched, the adhesive on the bending section cover was chipped, switch #3 had a bad contact, and switch 1 was scratched. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the screen did not appear during a therapeutic hernia repair procedure. The device was restarted, but the image still did not appear. The intended procedure was completed using another similar device. There was no patient or user injury reported due to the event.